Manufacturer narrative:
Weight/ethnicity: information unknown/not provided. Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2014 and (B)(6) 2022. (B)(4). The device was not returned for analysis, therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted due to the iol dislocating from the patient's right eye. A vitrectomy and sutures were required. The patient fully recovered. Daily activities were not significantly affected. No further information is available.

Manufacturer narrative:
Additional information: further information was provided and reported another johnson & johnson za9003 lens (same model and 20.5d) was implanted as a replacement. Section d9: device available for evaluation? Yes. Section d9: returned to manufacturer on: feb 28, 2022. Section h3: device evaluated by manufacturer yes. Device evaluation: the complaint lens was received in the replacements lens case. Visual inspection under magnification revealed that the lens was received cut in half and with a damaged haptic. The lens was cleaned and, no further issues were identified. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.